Manufacturer narrative:
Concomitant medical products - model: 5592-45, lead; implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing and undersensing during stored atrial tachycardia/atrial fibrillation episodes. Additionally, the right ventricular (rv) lead exhibited high threshold; however, it was noted the measurement was consistent with historical values. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.